Manufacturer narrative:
(B)(4). Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. There was no note of any damage to the stent delivery system (sds) or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced; however, a conclusive cause for the reported difficulties could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all sds are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: cougar xt, balance middleweight. Guide catheter: 6f jr4. Stent: rx xience v stent (2.5 x 28 mm and 2.5 x 23 mm). The rx xience v 2.5 x 23 mm is being filed under a separate manufacturer report number. The stent remains in the patient. The lot number was not provided. A follow-up will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2009 the patient presented with an acute myocardial infarction (mi) and three rx xience v stents (3.0 x 18 mm, 2.5 x 23 mm, and 2.5 x 28 mm) were implanted overlapping to treat a total occlusion identified in the mid right coronary artery. The three xience stents were implanted in the following order beginning with the 2.5 x 28 mm placed most distal, the 2.5 x 23 mm placed in the middle overlapping the first stent and the 3.0 x 18 mm placed more proximal overlapping the middle stent. Angiography was performed identifying that the distal part of the 3.0x18 mm xience v stent seemed to be some what under dilated, so multiple inflations were performed to fully deploy it against the vessel wall. Two years later, on (B)(6) 2011, the patient presented with chest pain and subsequently in-stent restenosis was identified in the middle stent, xience v 2.5x28, which was treated with balloon angioplasty (poba). On 05/10/2011, the patients original cardiologist reviewed the films from the revascularization and felt that the diagnosis of in-stent restenosis was incorrect and that the stent was actually fractured and not restenosed. The patient is asymptomatic. No treatment is planned at this time. No additional information was provided.